Event description:
It was reported that, there was a sparking from wall or unit. There was no patient involved.

Event description:
It was reported that, there was a sparking from wall or unit. There was no patient involved.

Manufacturer narrative:
The device was not returned for analysis, but it was analyzed at the customer site. Investigation found that the black power cable was not fully secured in the plug, and the outlet orientation caused the cable to be positioned upside down. The connector was reassembled, wires secured, and the connector rotated to fit properly. The key switch was tightened, software updated, and internal optics were inspected and found clean. Power testing and self-tests passed, confirming the unit was within specification. After corrective actions, the issue was resolved, and the console was functioning as intended. The malfunction identified could have affected device performance and contributed to the reported event.